Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for follow up. The patient had worn a holter monitor and the clinic observed a period where the patient's rate was 30-32 beats per minute while the patient was asleep. It was suspected that the pulse generator was oversensing environmental interference resulting in pacing inhibition. In the clinic, oversensing could not be reproduced with provocative testing. No intervention or patient symptoms were reported. No further information could be obtained.